Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device and the combined device in this report were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found buckling in the camera cable, but the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to the damage in camera cable due to user¿s device handling.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic partial hepatectomy with the subject device at the user facility, the endoscopic image of the subject device was suddenly disappeared while the activating of the ultrasound device. The user stated that the scope communication error e216 was displayed on the screen at that time. And then the facility cycled the power of the video processor, but the scope communication error e226 was displayed on the screen and the endoscopic image was still not displayed. The user facility replaced the subject device to another unspecified device to complete the procedure. There was no report of patient injury associated with this event.